Event description:
On 30th june 2023 getinge became aware of an issue with one of our columns ¿ 118001b2 hybrid or table column, surface-mounted. As it was stated, the communication problems between the column and angiography device occurred resulting in slower movements of the system. On 11th july 2023, it has been confirmed the incident happened during surgery and led to a short delay in the procedure on the anesthetized patient. There was an indication that similar issue might have occurred more than once, however, no details have been received. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001b2 hybrid or table column, surface-mounted. As it was stated, the communication problems between the column and angiography device occurred resulting in slower movements of the system. On 11th july 2023, it has been confirmed the incident happened during surgery and led to a short delay in the procedure on the anesthetized patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. The affected table column has been evaluated by the getinge service technician. The evaluation revealed that the reported issue, namely the communication problem between the column and angiography device that resulted in slower movements of the system, was caused by the potentiometer issues. The technician identified the defective part as a height potentiometer with cable (part number 31147214). The affected potentiometer was cleaned and readjusted by the technician which resolved the problem. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As the malfunction of the height potentiometer was found, it was considered that the getinge device was not up to the specification. In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the potentiometer were previously reported for this particular device and the potentiometer was not replaced since manufacturing of the table column. It can be suspected that the most probable root cause of the reported issue, namely the communication problems between the column and angiography device that resulted in slower movements of the system which led to the delay in surgery resulting in prolonged anesthesia time, is related to expected wear of the mentioned part. There were 4 additional similar reportable customer product complaints found in the getinge complaint handling database related to the issue investigated here, therefore the failure ratio is (B)(4)%. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number (B)(4).